Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced late nsc lens opacity. Reportedly, "he appears to now have very early nuclear sclerotic cataract left eye. His left vault is low at 206 um. Ucva remains 6/6 and he is happy with his vision. The cataract is there but does not appear to have increased at any significant rate.' The lens remains implanted.

Manufacturer narrative:
Correction: g1. Additional information: d4: UDI. Claim# (B)(4).